Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarms is confirmed based on photos of the pump's alarm history and recorder strips submitted with the complaint. Per the hospital biomed, no service activity has been requested or performed due to this complaint. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css) that the staff was receiving frequent possible helium alarms. No blood was noted in the driveline, and the driveline was checked when each alarm occurred. As a result, the pump was swapped out for another. It was reported that the patient continued to be supported on the pump. The patient has remained hemodynamically stable with no chest pain and with no increase in support. The plan was to remove the iab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that the staff was receiving frequent possible helium alarms. No blood was noted in the driveline, and the driveline was checked when each alarm occurred. As a result, the pump was swapped out for another. It was reported that the patient continued to be supported on the pump. The patient has remained hemodynamically stable with no chest pain and with no increase in support. The plan was to remove the iab. There was no report of patient complications, serious injury or death.